Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer (supervisor) reporting false negative reactions with a plasma sample that customer determined to have anti-d during validation studies between provue and vision analyzer. According to customer, sample was first tested on provue on (B)(6) 2018 and obtained a positive abs screen. Panel ID was performed using 3% resolve panel a and anti-d was identified with 1+ positive with d+ cells (customer stated site dilutes their 3% resolve panel a with mts diluent 2). Sample was then tested on vision using 0.8% resolve panel a lot #vra310 and only saw 1+ positive with donor cells #1; #2 and #3. (Negative for donor cell # 4 and cell # 11 that are also d+). Issue started on: (B)(6) 2018; reported (B)(6) 2018. Frequency: x1. All testing performed in the mts igg gel cards. Tsc recommended customer retest sample on provue using the 0.8% resolve panel a lot # vra310 for effective comparison of system. Customer agreed and will contact tsc with findings.